Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hematoma, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. Correction: b1 - adverse event/product problem: product problem added.

Event description:
This article aims to evaluate the feasibility and safety of per-close technique for achieving vascular hemostasis using the proglide system in patients undergoing venoarterial extracorporeal membrane oxygenation (va-ECMO). The pre-close technique was performed in 32 patients. The technique success rate in the femoral artery was 97% and in the femoral vein was 100%. One patient required the use of a non-abbott device for the femoral artery to achieve hemostasis after weaning from ECMO. Two patients were found with hematoma by ultrasound in the femoral artery access site. The study concludes that the pre-close technique is safe and efficacious in achieving hemostasis, whether in femoral artery or in the vein after weaning from va-ECMO. Specific patient information is documented as unknown. Details are listed in the attached article, "application of proglide pre-close technique in establishment of percutaneous venoarterial extracorporeal membrane oxygenation."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: "application of proglide pre-close technique in establishment of percutaneous venoarterial extracorporeal membrane oxygenation".